Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and wire) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, severing the black pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor case and a wire was damaged.